Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) out of range intrinsic amplitude. The health care professional (hcp) stated that the patient has an additional non boston scientific system to provide pacing and this device system was implanted to provide tachyarrhythmia therapy. Technical services (ts) was contacted and upon review of the available information intermittent drops in intrinsic amplitude were observed. No noise was observed on the presenting electrograms (egms); however, fast ventricular rate sensing was observed for which oversensed noise was suspected by ts. Further in clinic evaluation was recommended as ts expressed concerns regarding the possible impact to therapy due to low intrinsic amplitude values. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.